Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an impedance check showed open circuits at electrodes 0 and 8. This was an incidental finding as the electrodes were not used in the patient's programming. The representative noted that no intervention was needed. No symptoms or further complications reported.